Event description:
It was reported that during a lap appendectomy procedure on the third firing of the device the staple line was incomplete. They opened a second device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.